Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 related to an occlusion issue with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it was confirmed that their bg did not exceed 500 mg/dl. The customer was instructed by technical support to perform specific actions, including disconnecting the tubing, tightening the t:lock, and delivering a bolus, but the occlusion alarm persisted. The issue was determined to be caused by a blockage in the cartridge, and the customer resolved the problem by changing supplies and resuming insulin therapy.